Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (2000 mcg/ml at 554.8 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and cerebral palsy. It was reported that for the last few refills the hcp has had difficulty in locating the pump septum. The caller stated that this had always been an issue for the patient's pump and that it was difficult to refill do to the pump moving during the refill process; it would take "3 pokes" to successfully access it. It was noted that the hcp had not utilized x-ray/fluoroscopy/computertomography to assist with accessing the reservoir fill port. The caller stated that the device manufacturer representative was aware of the issue and assists with the refill appointments. No symptoms were reported. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) indicated that the rep was first notified of the event on (B)(6) 2019. It was reported that there was no known cause for the pump movement in the pocket. After the second attempt to refill the pump the hcp was able to access the reservoir and refill the pump during the appointment. No further complications have been reported as a result of this event.